Event description:
A customer reported negatively biased valp qc results on the 5,1 fs analyzer. No patient results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.